Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly calcified lesion in the moderately tortuous distal right coronary artery (rca). After the balanced middle weight (bmw) elite ii guide wire crossed the target lesion, a 2.5x10mm non-abbott balloon dilatation catheter (bdc) was advanced over the bmw elite ii guide wire to the lesion without issue. However, after inflation of the non-abbott bdc, the bdc and the guide wire became stuck and were removed as a single unit. A non-abbott guide wire was used with the same non-abbott bdc to pre-dilatate the lesion, followed by deployment of a 2.5x18mm xience xpedition stent implant to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 2.5x10mm tazuna; guide catheter: launcher 6f sal1.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.